Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery using a penumbra system max aspiration tubing, penumbra system 5max ace reperfusion catheters, and penumbra system non-sterile pump max supplies. During the procedure, the physician turned on the pump and there was no suction through the max aspiration tubing, the 5max ace reperfusion catheter, and the non-sterile pump max supplies. These products were exchanged and the procedure continued using other products. While attempting to advance another manufacturer's catheter through a new 5max ace reperfusion catheter, the physician found a break in the 5max ace. The 5max ace was removed and the procedure successfully continued using new devices. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00872, 00873, and 00875.